Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead system received two inappropriate shocks. The physician performed an invasive porcedure to evaluate the system and found an acute bend in the transvenous defibrillation lead where the lead enters the ICD. The insulation was broken, exposing the conductor coils, creating noise on the electrograms.